Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020. The customer blood glucose level was 560 mg/dl when admitted to hospital. The customer stated that the symptoms related to high blood glucose such as difficulty breathing, nausea, vomiting and pain in right shoulder and chest. The customer was treated with insulin drip and insulin pump. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The auto mode was active. The high pressure test was pass. The device will not be returned for analysis.